Event description:
Implant was noted to be in an opened package and noticed that the implant was out of its holder and free floating. The team did not open this device. This implant was noted to be open and not used on a patient. The implant was sequestered and a new device in closed packaging was obtained and utilized for the procedure. Rep was notified and will be picking up to return to manufacturer. Grace alto bojrab partial ref 675/lot89587.